Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had issues with some bad reservoirs and infusion sets. Customer's blood glucose level was 580 mg/dl. The customer's blood glucose level was high because the infusion set and reservoir had issues. She did not receive a no delivery alarm. The customer treated her blood glucose level with the insulin pump and manually. The high pressure test passed. The device was not returned.